Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial failure analysis report was confirmed. The instrument exhibited unintuitive motion. It was observed that the metal tabs that connect the grip assembly to the main tube were offset, and had come out of the slots that they're supposed to be in. The tabs were re-seated, and normal motion was restored in the pitch and yaw direction, indicating that the dislocated metal tabs were responsible for the unintuitive motion. Additionally, the instrument was observed to have imprecise motion in the roll direction, and the main tube was bent.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have unintuitive motion. The instrument exhibited unintuitive motion (moved precisely and proportionally to the master, started and stopped with the master motion, just moved in the wrong direction) when placed and driven on an in-house system. A review of the logs found no errors. The instrument had all ceramic dots present. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon could not control the vessel sealer extend (vse) instrument smoothly due to a wrist issue. The procedure was completed with no reported injury.